Manufacturer narrative:
Analysis of instrument and instrument data did not indicate system error. No further eval of the device is required. The instrument is performing within specs.

Manufacturer narrative:
Analysis of instrument and instrument data did not indicate system error. No further eval of the device is required. The instrument is performing within specs.

Event description:
Discordant positive immulite 2500 stat troponin assay results were obtained on pt's samples. The initial results were questioned by the physician and repeated. Sample were repeated and one resulted negative and the other two repeated positive higher. No indication of pt treatment administered. No pt treatment was altered and there was no report of adverse health consequences due to the discordant troponin I assay precision result.

Event description:
Discordant positive immulite 2500 stat troponin assay results were obtained on pt samples. The initial results were questioned by the physician and repeated. Sample were repeated and one resulted negative and the other two repeated positive higher. No indication of pt treatment administered. No pt treatment was altered and there was no report of adverse health consequences due to the discordant troponin I assay precision result.

Manufacturer narrative:
Analysis of instrument and instrument data did not indicate system error. No further eval of the device is required. The instrument is performing within specs.

Event description:
Discordant positive immulite 2500 stat troponin assay results were obtained on pt samples. The initial results were questioned by the physician and repeated. Sample were repeated and one resulted negative and the other two repeated positive higher. No indication of pt treatment administered. No pt treatment was altered and there was no report of adverse health consequences due to the discordant troponin I assay precision result.